Manufacturer narrative:
Conclusion: product did not contribute to event. The complaint was reviewed and analysis showed no trend. The device history record was reviewed and indicates that product met specification. The package insert was reviewed also. The product was not returned. Evidence that product in specification when used.

Event description:
Allegedly removed due to an infection.

Manufacturer narrative:
Device #3: investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. Although several attempts have been made, no medwatch 3500a has been received from the user facility. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-00436, 00437, 00439, 00440, 00441.